Manufacturer narrative:
This report is for an unk - screws: locking: trauma/unknown lot specific part number; the UDI number and 510-k number is unknown; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images in the notes of pc titled "(B)(4) img_0730 (B)(6) 2021", "(B)(4) img_0728 (B)(6) 2021", and "(B)(4) img_0729 (B)(6) 2021". The images were reviewed, and the complaint condition is confirmed. The locking screw appears to have backed out of its original implanted position. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a lot number could not be found in the photos and was not provided, therefore no DHR review could be performed. The DHR review will be revisited once the physical device is received or a valid lot number is provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent for removal of hardware due to humerus failed construct with plate and screws breakage. Patient was revised with a new plate devices were explanted. Concomitant devices reported: proximal humeral plate (part# 241.901, lot# unknown, quantity 1), unknown screws (part# unknown, lot# unknown, quantity 7), unknown locking screws (part# unknown, lot# unknown, quantity 6), this report is for one (1) unk - screws: locking. This is report 5 of 6 for (B)(4).